Event description:
For the past year, the pt's pump had been empty and turned off. The pt used an electric wheelchair and it was reported that the wheelchair was interacting with his pump causing the pump to turn on and off. The pt heard a "whooshing" sound from the pump approx every 5 mins and that was how he knew the pump had turned on. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.